Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No missing segments or partial display during test. All buttons functioning properly no damage on the keypad assembly. No ramping anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons did not work, partial display. The customer's blood glucose value was 178 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that numbers were ramping on their own, the scroll bar was not moving with no input, there was response from any button. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.